Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2012 and suture was used. During the procedure the needle broke. A c-arm xray was done and located the needle in the abdominal wall. Additional tissue dissection was required to remove the needle fragment. It was reported that the patient is healing nicely without any further consequence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of maude event report (B)(4).